Event description:
It was reported that during the photo-selective vaporization of the prostate, the fiber end cap detached. The procedure was completed using a new fiber without patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed.